Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain pelvic') and infection ('infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("protracted/irregular bleeding/menstrual cycles"), allergy to metals ("nickel allergy/copper allergy") and infection (seriousness criterion hospitalization). The patient was treated with surgery (salpingectomy). Essure was removed in 2012. At the time of the report, the pelvic pain, menstruation irregular, allergy to metals and infection outcome was unknown. The reporter considered allergy to metals, infection, menstruation irregular and pelvic pain to be related to essure. The reporter commented: infection w/IV antibiotics or hospitalization- yes. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain pelvic') and infection ('infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("protracted/irregular bleeding/menstrual cycles"), allergy to metals ("nickel allergy/copper allergy") and infection (seriousness criterion hospitalization). The patient was treated with surgery (salpingectomy). Essure was removed in 2012. At the time of the report, the pelvic pain, menometrorrhagia, allergy to metals and infection outcome was unknown. The reporter considered allergy to metals, infection, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: infection w/IV antibiotics or hospitalization- yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.